Event description:
It was reported by a urologist that "redo" of 2009 prostate procedure was performed on (B)(6) 2013. The lasing time: 29.1 minutes; energy: 80-150 watts; and 207,707 joules used. Seven days post procedure, pt presented at hosp with a fever, IV antibiotics were administered. Eight days post procedure, pt presented with fever and pain. Seventy-eight days post procedure, pt presented with osteitis. Reportedly "antibiotics orally led to progressive bone abnormalities". MRI, bone and tissue punctures were performed. Supra pubic catheter was placed. "Will start with antibiotics IV soon". No further info was reported.